Event description:
It was reported that prior to starting a da vinci surgical procedure, the cobra grasper instrument was not recognized by the system. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaints, engineering placed the instrument on a system and found it was successfully recognized, however, the grips could not close properly due to the large teeth not meshing. Magnification showed that one grip hub has a hair line crack above the swaged section, causing the offset at the tips. Also observed were two housing snaps on one side to be broken off and the housing is cracked at the back luer surface. Engineering concluded that the grip hub crack and broken housing were likely caused by mishandling and or misuse. Engineering also observed the distal end of the main tube has a couple of scratch marks with light material removed. The scratches are small in length and not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.